Event description:
During a premature ventricular contraction procedure, there was an optical issue with the catheter resulting in a delay. The catheter was flushed, and the contact force was attempted to be reset however the tactisys did not react when the button was pressed. The led on the tactisys was red, and the contact force displayed as "--g" on the ensite system. The catheter was recognized by the ampere. The catheter was unplugged from the tactisys and amplifier, the amplifier and workstation were restarted twice, but the issue was not resolved. The catheter was then exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported contact force issue was confirmed. No contact force was displayed when the returned device was connected to the tactisys quartz unit. Optical fibers 1-3 met specifications for optical signal properties, but a thermocouple signal loss error was displayed. The deformable body thermocouple (tc2) read as an open circuit during electrical testing due to a fracture in the green tc2 wire at the solder surface. No other visual anomalies were noted within the connector. This is consistent with the observed error message and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the wire fracture remains unknown.